Event description:
Home pt (hp) contacted baxter's technical service center for assistance during apd therapy. Reportedly, the hp stated they accidentally contaminated one of the lines after pt was already connected. The technician assisted the hp in ending the therapy. Follow up with the hp indicated the hp replaced the entire setup and therapy was completed without incident. No pt injury or medical intervention reported per hp.